Event description:
Allegedly the patient was revised due to mom complications ; severe tissue necrosis; black corrosion on the head and neck taper junction and large granuloma tracking along the iliopsoas bursa (right).